Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels of 495 mg/dl. The customer treated with the insulin pump. The customer reported not feeling well and also reported having recent low blood glucose levels. The customer was shipped a tubing clamp. The customer stated he would call back when he receives the item to troubleshoot.